Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient stated last week while sitting at the side of the bed he felt dizzy and passed out. When the patient awoke, he found that his percutaneous lead was disconnected while connected to battery support. The patient could not remember whether the system controller alarmed. The patient reconnected the percutaneous lead and felt fine. No other events were noted. The patient changed system controllers. A review of the submitted log file showed a pump disconnect alarm, which had a normal alarm reset, acknowledged approximately 12 minutes after the pump was disconnected. The pump disconnect alarm appeared to have occurred while the patient was connected to the power module.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: based on the information available to the manufacturer, the reported incident of a percutaneous lead disconnection was confirmed with the data contained in the log file that was submitted on december 5th, 2013. However due to the device not being available for evaluation, the analysis could not determine the root cause that contributed to the percutaneous lead disconnection event contained in the log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the log file captured a percutaneous lead disconnection event on day 87 hour 13 minute 49. The low flow hazard (red heart) alarm appeared to be active for approximately 8 minutes. The next and last entry of data on day 87 hour 13 minute 57 captured an active power cable disconnected before a time clock reset indicating a complete loss of power to the device. Several product return request letters were sent to the customer site in an attempt to retrieve the product. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by november 17, 2014. To date, the system controller associated with the event has not been returned, and the complaint file will be closed accordingly.